Manufacturer narrative:
This report is submitted january 30, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2017. Reimplantation is not scheduled as of the date of this report.